Manufacturer narrative:
Concomitant products: product ID 8731, lot # b005780n52, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter; product ID 8596, lot # b005366n05, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information received from the consumer patient receiving medication via intrathecal implanted pump. Indication for use was noted as non-malignant pain, other chronic/intract pain (trunk/limbs), spinal pain, and chronic low back pain. It was reported that during a pump refill on (B)(6) 2015, somewhere along the line, they inadvertently injected the fentanyl directly into the bloodstream. The patient reported that 30 minutes later they were found at an intersection slumped over the steering wheel of their car eight miles from the healthcare provider's (hcp) office and the patient had no recollection of driving that distance. The symptoms were sudden. The patient was given "narcone" in the back of an ambulance and ended up in the hospital for a couple days. They waited for the (B)(6) 2015 to replace the pump.